Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump and the transmitter regained connection.